Manufacturer narrative:
Device not available for return.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 3 year post-operative CT showed evidence of potential aaa enlargement in the presence of a patent inferior mesenteric artery entering the aneurysm sac. The physician elected to convert the patient to open surgical repair and explant the stent graft, preserving the ovation graft at the level of the infrarenal aorta, and place a surgical graft. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for the reported event, the most likely cause of the occluded right graft limb was found to be undetermined/unknown due to lack of relevant medical records and imaging. Procedure-related, anatomy-related and user-related issues, off label, or cautionary product use conditions could not be determined. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)